Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing, the surgeon able to press the green button and squeezed the handle but stapler was not able to fire. Another handle was used to complete the case. There was no patient injury.